Manufacturer narrative:
An event of stuck guidewire in the delivery system and hospitalization or prolonged hospitalization was reported. Information from the field indicated that during removal of the delivery system, the guidewire had unraveled. This resulted in an increase in procedure time and the patient¿s risk of bleeding. The device was returned to abbott for analysis, and the investigation showed the valve capsule to have a slight kink, consistent with damage during use. No guidewire was observed in the delivery system. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported event could not conclusively be determined. However, the reported stuck guidewire was determined to be a potential product quality issue. Therefore, exception (issue) 134376 has been initiated to further investigate this complaint. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Event description:
It was reported that on (B)(6) 2025, a large flexnav delivery system (ds) was used during an implant procedure. Upon removing the ds, it was noticed that the safari guidewire had "unraveled". There was difficulty removing the ds without aggravating the damage of the guidewire. This resulted in an increase in procedure time and the patients risk of bleeding. The patient remained hemodynamically stable throughout the procedure and there was no delay. The patient is good.

Event description:
It was reported that on (B)(6) 2025, a large flexnav delivery system (ds) was used during an implant procedure. Upon removing the ds, it was noticed that the safari guidewire had "unraveled". There was difficulty removing the ds without aggravating the damage of the guidewire. This resulted in an increase in procedure time and the patients risk of bleeding. The patient remained hemodynamically stable throughout the procedure and there was no delay. The patient is good.